Event description:
It was reported the pt experienced pain at the ipg site, regardless if stimulation is on or off. The pt has lost a lot of weight and the ipg is protruding. The next course of action is undetermined at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.